Event description:
Event description cpi received information the rate sensing portion of this endotak down-sized plus lead was removed from service. The patient with an implantable cardioverter defibrillator (ICD) and this lead was experiencing high impedance measurements. An invasive procedure was performed and found the lead to have insulation and outer coil fractures. The physician elected to explant and replace the rate sensing portion of the lead.